Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The lot number was not provided. A device history record and complaint data base review could not be performed. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method - the lot number was not provided, unable to review the device history record and the complaint data base. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The customer reported they are having micro bubbles and broken connections with the kit. The customer believes the syringe is not making a tight connection or is somehow allowing air into the tubing system. This is happening while preparing the device for use. The customer is not expected to return the device for evaluation. The lot number was not provided. No harm or injury was reported.